Manufacturer narrative:
Entire form completed by MFR.

Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion. No further injury or complications associated with the event.